Event description:
It was reported that the device monitor is not turning on. There was reportedly no patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. The customer did not accept the quote for the replacement battery. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the device monitor is not turning on. There was reportedly no patient involvement.